Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Revision due to poly wear. Also, the liner did not appear to have been locked into the cup completely. Doi (B)(6) 2013; dor (B)(6) 2013 (right hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Revision due to poly wear. Also, the liner did not appear to have been locked into the cup completely.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 9/15/15 medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, synovitis, disassociation, sensation of popping/cracking, and metal on metal type debris. The head as noted to be articulating on the edge of the cup. There was no mention of any poly wear. A correct doi was provided. The complaint was updated on:10/7/2015.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Medical records were reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.